Event description:
It was reported that the pta balloon ruptured (atm unk) during an inflation in an a-v fistula. The balloon was unable to be retracted through the introducer sheath, therefore, the balloon and the sheath were removed together as a single unit. Another balloon was used to successfully complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A mfg review could not be conducted as the investigation lot number is unk. The investigation is inconclusive as the device was not returned. It is possible that the rupture contributed to the retraction issues. However, the definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.